Event description:
It was reported that during a pump replacement they were not able to aspirate the water out of the pump; they could only get out one ml. Troubleshooting was performed. They were able to inject a small amount of preservative free normal saline (pfns) into the reservoir and then the valve opened up. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the replacement was taking place due to battery end of life. The end of life was considered normal longevity.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n075973, implanted: (B)(6) 2006, product type accessory. (B)(4).